Event description:
It was reported that a boston scientific device was implanted.according to the complainant the patient experienced the following: painful intercourse, pelvic and vaginal pain, recurrence of stress urinary incontinence and emotional distress.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.